Manufacturer narrative:
The pump user guide states, "always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. The customer did not adjust the time, to their correct time zone, after receiving the pump. The customer's blood glucose level was 410 mg/dl. The customer corrected the time to resolve the issue.